Event description:
It was reported "I had the new bd/io have a malfunction last night on a call and was unable to be used. Flight crew and myself where unable to seat the needle into the chuck of the drill, it appeared that the ejector plusher pin in the drill was stuck out in the eject position and it would not allow the needle to be placed in the chuck. Troubleshooting was attempted and unsuccessful during the call. Upon returning to the station the pin was able to be retracted by tapping in and cycling the drill repeatedly." Additional information: the metal piece on top of the needle hub became unattached and got stuck in the drill. The account was able to remove it from the drill and the drill is now functioning properly.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "I had the new bd/io have a malfunction last night on a call and was unable to be used. Flight crew and myself where unable to seat the needle into the chuck of the drill, it appeared that the ejector plusher pin in the drill was stuck out in the eject position and it would not allow the needle to be placed in the chuck. Troubleshooting was attempted and unsuccessful during the call. Upon returning to the station the pin was able to be retracted by tapping in and cycling the drill repeatedly." Additional information: the metal piece on top of the needle hub became unattached and got stuck in the drill. The account was able to remove it from the drill and the drill is now functioning properly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.